Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in italy. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 with levels remaining elevated for more than four hours due to an insulin flow block alarm, and it was treated with correction bolus. No further information is available.